Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) does not inflate the balloon. It is unknown the circumstances under which the event occurred. However, there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block initial reporter telephone number : (B)(6).

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) does not inflate the balloon. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and performed a fault diagnosis. The fse carried out all the test of the mp protocol, sensor calibration, and functional testing. The unit was free of any errors or technical deficiencies. The iabp was returned to the customer and cleared for clinical use.